Event description:
It was reported that the patient presented in clinic experiencing shortness of breath during physical exertion. It was noted that the nurse attempted to adjust the sensor, but the rate stayed the same between 60-70bpm while the patient was walking. As soon as the patient sat down, the rate jumped to 90bpm. Further information was requested however, was not provided.